Event description:
The pt reported charging issues between the implant and the external equipment. A co rep performed device evaluation. The problem was confirmed. Explant surgery has been recommended.